Manufacturer narrative:
Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon performed a revision of patient's left knee due to instability and pain. Surgeon reported that tibial baseplate and duracon poly insert were both cracked in the posterior lateral corner.